Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on december 3, 2021.

Manufacturer narrative:
This report is submitted on november 08, 2021.

Event description:
Per the clinic, the patient developed bacterial infection and subsequently was treated with IV antibiotics (specific date and duration not reported). The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.